Manufacturer narrative:
Covidien reference # (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
The customer reported that the 840 ventilator had an erratic screen. The device was not in use on a patient when the malfunction occurred.